Manufacturer narrative:
Exam was not possible, as the product was not returned. The investigation was limited to the information provided, as the lot number required the device history records was not provied. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the product and/or any additional information be received, the investigation will be reopened.

Event description:
The pt was revised due to the clavicle pin backed out.